Event description:
Healthcare professional reported right side deflation as well as "leak at valve" and "hole in valve". Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: opening, wear abrasion, device appearance (observed what appears to be like crater appearance on shell surface). Leak test was performed and found opening on the device. A microscopic analysis was performed which identify a smooth opening on anterior and opening striated in the posterior side. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a smooth opening in the posterior side. A striated edge opening on posterior side assessed as surgical damage. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: deflation; hole in valve / leak at valve.